Manufacturer narrative:
Eval, method: investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2010, (B)(4) microsystems received a complaint from (B)(6) involving sub-optimal tissue processing associated with the smell of formalin in the retort/wax from a protocol(s) run on peloris tissue processor (B)(4), which completed on (B)(6) and (B)(6) 2010.